Event description:
Adverse event(s): no patient impact (no consequences or impact to patient). Product problem(s):"illumination port was flashing when attempting to use the rfid light pipe" (no code available). "Light pipe was also unrecognized" (failure to sense). "No voice confirmation was received from the probe" (no voice prompts). "Bubbles were also noted in the infusion line" (air leak). A customer reported while using the system, the illuminator ports were flashing while the light pipes were plugged in. It was also reported that the light pipes were not recognized by the system and there was no voice confirmation of the light pipes. Bubbles were also noted in the infusion line. There was no patient impact reported by the customer.

Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. A review of complaints for the last 24 months indicated one additional, related report for this system. A review of service requests for the last 24 months indicated no additional, related reports for this system. An internal investigation has been opened to investigate this issue. Quality assurance will continue to monitor related complaints and will take action for further occurrences as necessary. (B)(4).